Event description:
Customer reported a male luer tip broke off during pt use. The male luer was swabbed with an alcohol pad and connected to a pig tail (extension set). Customer did not provide details of when or how the male tip broke off. There was no pt harm or medical intervention required. No further pt/event info was reported.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with eval results should the product be received.